Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure to treat atrial flutter, the faradrive steerable sheath clear was selected for use. Prior to initial insertion, proper blood withdrawal was performed to confirm placement before fully advancing the catheter. Following a post-mapping phase and re-insertion of the catheter, the physician attempted to aspirate using the attached syringe; however, air bubbles were observed consistently. Upon switching to an additional sheath of the same model (boston scientific product), no air bubbles were noted. Hence the procedure was successfully completed using the replacement device. No patient complications have been reported. The affected device will not be returned for investigation (disposed).